Event description:
Update: litigation papers received. Litigation alleges pain and discomfort. There is no new additional information that would affect the outcome of the investigation.

Event description:
Patient underwent revision procedure due to osteolysis, elevated ion levels, and loosening of the acetabular cup.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate metallosis, cystic lesions, cloudy, yellow fluid, and black debris. Dob identified. Doi updated. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.